Manufacturer narrative:
Initial reporter name and address: (B)(6). Device evaluated by MFR: during product analysis it was observed that the imaging window was detached in the lapjoint section, it's important to mention that the imaging window was not returned for analysis and no other damage was encountered upon visual inspection. Therefore, the reported complaint is not confirmed since the part of the allegation is not return for analysis.

Event description:
Reportable based on device analysis completed on 07/27/2021. It was reported that crossing difficulties were encountered. The 90% stenosed, 12 x 3.00mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery. This opticross imaging catheter was selected however the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, device analysis identified a detachment at the lapjoint and the imaging window was not returned,